Manufacturer narrative:
Carefusion file identification: (B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator touch screen was not working and showed signs of delamination on the bottom right corner of the screen. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed the screen was unresponsive to touch.